Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient who is a registered nurse reported they had a value discrepancy between the controller and blood glucose meter. The controller stated 2.2 mmol/l (39.6 mg/dl) as read by the abbott freestyle libre 2 plus sensor. Due to the low values, the patient drank 1.5 liters of cola (fizydrink), a dextro energy and ate a hotdog. Within 2 hours the patient became so unwell that they called an ambulance and the ambulance did a blood test and gave the measurement of 31 mmol/l (558 mg/dl). The patient was transported to the hospital where a nurse measured the patient's blood glucose levels again which read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). The patient was admitted to the hospital for 4.5 hours and was not seen by a physician, nor did the patient receive any medical treatment or assistance from hospital staff. The patient was accompanied by a travel companion, also a registered nurse. Later, friends staying at the hotel brought a manual bg tester to the hospital, and together they devised a treatment plan. The patient resides in the netherlands and the incident occurred in malta. Abbott was notified of the incident on 22-aug-2025.